Manufacturer narrative:
Facility experienced an event with your endopath endoscopic multifeed stapler while performing a herina repair. The product complaint analysis team has completedits investigation of the device which was returned to co with product inquiry #972966. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates yes, nose shroud cracked/broken no, staples in nose yes, staples in the track yes (17), trigger engaged with precock yes. Functional tests & results: cylced instrument yes. Analysis conclusion: based upon the inquiry info received, a visual inspection and functional test, no conclusion could be reached as to how the instrument became jammed during surgery. One closed staple was identified and removed from the cartridge nose assembly. Upon removal of the staple, three staples were fired and were formed properly. The instrument misfired on the fourth cylcle, but then fired the remaining 12 staples properly formed. No conclusion could be reached regarding the cause of the misfiring during testing. Co reviews each incident as it occurs in an effort to continuously improve the products and processes.

Event description:
The device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no consequence to the patient.